Event description:
A surgeon reported that a memory lens implanted in a patient's eye in 2000 was explanted in 2003 due to opacification. Several attempts have been made to obtain additional information. No further information is available at this time.